Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As a result, the complaint was confirmed for an anchor detachment. However, the exact root cause was unable to be determined. The likely cause was determined to have been excess tamping resulting in anchor detachment. Review of device history record (DHR) could not be performed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received a user facility medwatch report # mw5123000. The event description states:the patient was emergently brought to the operating room from a post heart catheterization procedure.the patient lost pulse in the right leg.the angio-seal dislodged in the artery.the event occurred intra-operative. Additional information was received on 21 sept 2023: the patient procedure was a cardiac catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved with the angio-seal. The blood loss was minimal. Patient was in stable condition. There were no other devices or equipment used with the reported product. Nothing was noted in chart regarding disease present in access site artery. It is unknown if additional pull force was used during deployment. It was confirmed that the anchor was left in the patient. The anchor was found during surgery for repair. The collagen was deployed. The angio-seal itself was mostly extravascular while the footplate had caused an extensive dissection of the posterior wall which was then pulled up anteriorly causing an occlusion. Surgical removal was performed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.